Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device was cracked during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device was cracked during use. There was no patient harm reported.